Manufacturer narrative:
Manufacturing site evaluation: samples received: customer did not return samples for evaluation. Analysis and results: there are no previous complaints of this code batch, the stock was reviewed. (B)(4). Analysis samples: have not received any sample and there are no units available, it is not possible to conduct an investigation to determine the cause of the incident. Without any closed sample an analysis cannot be carried out in order to make a decision. A minimum of five samples are would br preferred because it is the minimum number of units that is required in closed packaging established by the pharmacopoeia. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Actions on product: not applicable. Corrective/preventive actions: not applicable.

Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Suture breaks easily.